Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a metal removal of two screws ar-8730-42hs (lot 10327710) and ar-8730-46hs (lot 10327712) the head of the screw ar-8730-46hs (lot 10327712) broke during unscrewing with the normal screwdriver for the device. The device ar-8737-62 (lot 1391931) was then used to grasp the broken screw and also broke. The broken screw had to be chiseled free to remove it, which caused much damage to the bone. The duration of the surgery was prolonged by approximately 45 minutes due to the failures. No broken parts remained inside the patient. The surgery was finished successfully and it was not necessary to do a second surgery.

Manufacturer narrative:
Complaint not confirmed, the drive feature was found to be dented but it is not broken or deformed. The threads were also damaged. The cause of the event is undetermined, however likely causes included user-applied mechanical forced.